Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge had fallen off of the pump. Customer's blood glucose level was 84 mg/dl. Reportedly, customer was able to reload cartridge.